Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in shock impedance, measuring 172 ohms. Technical services (ts) was consulted, and options were discussed. No adverse patient effects were reported. This lead remains in service.